Event description:
The lay user/patient contacted lifescan alleging the battery contact in the meter has corrosion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an encore inflation device was used in an egd procedure on (B)(6), 2010 involving a (B)(6) female (patient ID and weight are unknown.) According to the complaint, during the procedure the gauge never moved as fluid was put in and out. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.